Event description:
It was reported that additional placement of the pipeline flex 4.5 mm*25 mm was performed by overlapping with the previous stent. Insufficient stent adhesion pta was also added. There was incomplete occlusion. Obstructive state of target aneurysm was neck remnant at c1. The dose was reduced to 50 mg because more than 1 year had passed since treatment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported for the problem of incomplete occlusion here was treatment given: re-treatment (additional placement of pipeline flex 4.5mm*25mm overlapping the stent at the time of initial surgery).re-treatment date: (B)(6) 2023. For the problem of insufficient stent adhesion pta was performed. Insufficient stent adhesion was reported as a device failure, but the doctor will confirm by query whether this event was caused by the device or the procedure. The device is still in use in the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the "date of outcome: (B)(6) 2025 and outcome status of recovered.".